Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Thus was utilized and downloaded trace/history files properly. The pump history analysis confirmed the pump alarmed power error 24 alarm, 3 times, starting on (B)(6) 2023 at 09:02:00.000 due to moisture damage on the pcba 1. No unexpected battery alarms/alerts during testing. The power management graph confirmed the motor processor power supply (motor vcc), main processor power supply (vcc) and main processor backup battery power supply (backup vcc) were within spec range. Pump alarmed pump error 3 on (B)(6) 2023 at 09:10:01.000 due to hardware anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, harness vibrator assembly, keypad flex tail, battery tube, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Power error 24 confirmed in the pump history due to moisture damage on the pcba 1. Critical pump error (open book image) was not confirmed during testing. Pump error 3 confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error on the insulin pump screen and this alarm is generated when a power failure is detected (pump error 24). The customer received an open book image alarm. Troubleshooting was performed and the customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.